Event description:
The product was used during a sub total gastrectomy procedure. Reportedly, the application site was bleeding. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.